Event description:
Received electronic report of a bloodine seperation. The report stated the arterial end boke off from the dialyzer. Apparaently, this event occurred 10 minutes into the pt's dislysis treatment. A call was placed to the facility where it was learned the line seperated, and the pt lost what was in the line. A new set of lines were set up on the dialysis machine and the treatment was continued. The pt is fine with no ill effect from the blood loss. It was reported the pt lost 250 ml off blood. There is no sample for evaluation. The pt was discharged to home at the end of dialysis.